Event description:
It was reported that during an alif, anterior lumbar interbody fusion procedure, the surgeon experienced difficulty maneuvering around the patients tissue in order to get to the midline and when the surgeon tried to insert the trial, the trial snapped and the handle broke into the trial. Another set was used to complete the procedure. The patient was not harmed. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection of the returned parts revealed that the tip of the trial spacer handle is broken off into the trial implant. The issue with the tip of the trial spacer handle breaking into the trial implant has been investigated on several prior complaints and it has been determined that the issue is unrelated to the trial implants and therefore this complaint for the trial implant is invalid. Risk assessment - no adverse consequences were reported. Replacements were available and the surgeon was able to successfully complete the procedure. Conclusion - this complaint is deemed invalid as the issue is unrelated to the trial implants.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.